Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. On 30-june-2024, it was reported by the patient that he was overnight hospitalized due to hyperglycemia. High blood glucose level was 600 mg/dl and current blood glucose level was 150 mg/dl. No further information was available.